Manufacturer narrative:
Co is requesting to remove this report from database. This event was reported as a non device event. No further information was provided.

Event description:
This event was reported as device explanted, reason unk; no further info was provided.